Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump primed successfully at ambient temperature and at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that may fall under the scope of CAPA 00065. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report that a pump that was replaced alongside a patient's catheter due to multiple volume discrepancies. For the first underinfusion volume discrepancy, the expected volume was 9.5ml and the actual aspirated volume 13ml. Approximately three months later, a second underinfusion volume discrepancy was observed with the expected volume being 9.6ml and the actual aspirated volume was 12.5ml. For the next underinfusion volume discrepancy, the expected volume being 9.8ml and the actual aspirated volume was 13ml. Approximately two and a half months later, another underinfusion volume discrepancy was observed. The expected volume was 10.26ml and the actual aspirated volume was 13ml. Approximately a month and a half later, another underinfusion volume discrepancy. The expected volume was 12ml and the actual aspirated volume was 16ml. Additionally, two more underinfusions were observed but data was not able to be provided. The patient complained of a lack of pain relief during their refill appointments. The patient was reported to have two cap studies. The catheter was found to be patent during the first cap study. During the second cap study, the physician was unable to aspirate from the catheter. MFR 3010079947-2021-00240 captures the catheter replacement.